Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The customer contacted physio-control and stated that they will not be replacing the device due to the costs associated. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Event description:
The customer reported that the device had all three (charge-pak, attention and wrench) icons illuminated. The customer removed and re-inserted the charge-pak and saw that the device showed the charge-pak icon. The device could possibly fail to power on and unable to provide defibrillation therapy in the reported condition. There was no patient use associated with the event.

Event description:
The customer reported that when their device is off, the charge-pak icon is displaying and when the power button is pressed, the other two icons show (attention and service wrench) and no voice prompts are given by the device. The device would not have the ability to function on a patient, if needed. There was no patient use associated with the reported failure.

Manufacturer narrative:
The initial medwatch report indicates: the customer reported that the device had all three (charge-pak, attention and wrench) icons illuminated. The customer removed and re-inserted the charge-pak and saw that the device showed the charge-pak icon. The device could possibly fail to power on and unable to provide defibrillation therapy in the reported condition. There was no patient use associated with the event. The initial medwatch report should indicate: the customer reported that when their device is off, the charge-pak icon is displaying and when the power button is pressed, the other two icons show (attention and service wrench) and no voice prompts are given by the device. The device user would not have the ability to use the device on a patient with no voice prompts. There was no patient use associated with the reported failure. (B)(4).